Event description:
Adverse event(s): "occurred prior to surgery" (no pt involvement). Product problem(s): "laptop crashed" (loss of power). A tech reports the laptop crashed. When the laptop was rebooted, they received a message, "no operating system found". They were unable to continue with the surgery day and a partial day was cancelled. Surgery had not begun when the laptop crashed, no pts were prepped, no flaps cut. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).